Event description:
It was reported that while testing patient samples with bd multitiest¿ erroneous results were obtained. There was no impact to patient. The following information was provided by the initial reporter: an (B)(6) customer contacted us to report an issue with the bd multitest cd87cd38/cd3/hla-dr. Cat. Number 333184, lot 88591. He said that the % of positivity is higher than expected and moreover it is very similar for all samples and it¿s weird. The issue started when they change the lot and it seems to regard only the hla-dr, the other parameters of the kit are fine. They don¿t do the cst performance check, but they do the 7 color setup and it was ok, therefore the instrument looks fine from the technical point of view. Additional info: customer used expired 7 color setup beads to setup instrument. I have already answered to this questions in the case checklist. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. The samples were patient samples, but the results were not used. No impact on the treatment and no arm to the patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with corrected information: d.4. Unique identifier (UDI) #: (B)(4). G.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131. G.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). H.6 investigation summary: customer reported that product 333184 (cd8 fitc/cd38 pe/cd3 percp/hla-dr apc) lot 88591 had high positivity, higher than expected. Customer provide data of runs performed. Data provided by customer was evaluated and it was found customer was using expired setup beads, catalog no. 335775 (bd facs 7-color setup beads) to calibrate equipment used to perform their testing. Material 335775 lot 85510 was used in (B)(6) 2021 and material expiration date was 31-may-2021. Based on this, customer data provided using expired materials for instrument setup is considered questionable and unsuitable for analysis. Technical data sheet (tds) 23-12241-02 for catalog no. 335775 (bd facs 7-color setup beads), indicates: 1. Section 4 (reagents), precautions: ¿do not use bd facs 7-color setup beads beyond their expiration date or beyond the day-of-use stability period described in the storage and handling section. Beads used beyond their stability period begin to lose fluorescence, resulting in progressively inaccurate setups.¿ product 333184 (cd8 fitc/cd38 pe/cd3 percp/hla-dr apc) lot 88591 was assembled in plant 1157 using material subassembly 91-0692pr (multitest cd8/cd38/cd3/hla-dr) lot 1011799 manufactured in plant 1157, which met established acceptance criteria for product release, as demonstrated by evaluated batch history record (bhr). Manufacturing was performed according to requirements and met specifications without any discrepancy or nonconformance. The material complied with all bdb requirements. Bdb cayey continues to monitor related claims associated to 333184 (cd8 fitc/cd38 pe/cd3 percp/hla-dr apc) lot 88591 to identify emerging trends.

Event description:
It was reported that while testing patient samples with bd multitiest¿ erroneous results were obtained. There was no impact to patient. The following information was provided by the initial reporter: an italian customer contacted us to report an issue with the bd multitest cd87cd38/cd3/hla-dr. Cat. Number 333184 lotto 88591. He said that the % of positivity is higher than expected and moreover it is very similar for all samples and it¿s weird. The issue started when they change the lot and it seems to regard only the hla-dr, the other parameters of the kit are fine. They don¿t do the cst performance check, but they do the 7 color setup and it was ok, therefore the instrument looks fine from the technical point of view. Additional info: customer used expired 7color setup beads to setup instrument. I have already answered to this questions in the case checklist. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. The samples were patient samples, but the results were not used. No impact on the treatment and no arm to the patients.